Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a stent damage occurred. Vascular access was obtained via radial artery. The 90% stenosed, 38mm in length, 3.5mm in diameter, concentric, de novo target lesion was located in the mildly tortuous and non calcified saphenous vein graft (svg). The lesion was predilated with a 3x20mm non bsc balloon catheter, leaving 70% residual stenosis in the lesion. A 32 x 3.50mm promus premier stent delivery system (sds) was advanced, while trying to cross the lesion, the doctor faced significant difficulty due to stenosis of the vessel. The physician withdraw the stent and noticed that the stent struts were partially detached from the sds in the proximal segment and the distal segment. The physician had not noticed whether the partially detached of the stent had occurred when preparing to introduce or while trying to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.